Manufacturer narrative:
Update: 510(k) number added . The event unit was not returned for evaluation. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the complainant's experience, it is possible that the trocar/sleeve was pushed through the cap and into the abdomen if the surgeon was trying to work at a distance beyond the maximum reach of the instrument. This would result in the instrument pushing into the trocar/sleeve, which would then push on the cap. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary, to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"During the procedure, the surgeon used the gelpoint as a reduced port with the camera and a 5 mm trocar. The surgeon also used a 12 mm and another 5 mm as lateral ports. The surgeon put suction irrigation through the 5 mm port through the gel and didn't notice or have tactile feel that the entire 5 mm trocar pushed through into the abdomen. He found it moments later when he finished suction irrigating. He removed the trocar and it was fully intact." Patient status: "stable".